Manufacturer narrative:
Clarification to b3 date of event: partial date 2021. Clarification to h4 device manufacturing date: listed as "ni." A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b5, b6, d3, d4, d6a, g1, g2, h6, h11.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV and rupture¿. Device has been explanted ad replaced.